Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: there was no reported patient involvement associated with the complained event. It is unknown when the reported instrument was broken. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently in the evaluation process. A device history record review was attempted performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture date: unknown. The review showed that this device is older than 15 years. According to manufacturing document retention (filing and archiving) procedures in place until (B)(6) 2014, manufacturing documents were stored for ten years. The device history records are no longer available for review. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that pre-operatively while setting up for a fractured elbow procedure, before the patient was in operating room on (B)(6) 2017, the trauma set was evaluated. The torque limiting attachment instrument was reported as not working due to issues with the spring inside the collar. The handle to the small hexagonal screwdriver was broken in half and a tine on the stardriver instrument is stripped. Other instruments were available in the trauma set to perform the procedure. There was no impact to the planned procedure and no patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the screwdriver was received in two (2) pieces. The distal handle section is still attached to the screwdriver shaft and is separated/broken free from the proximal handle portion. The handle has broken in half at the location where the handle is secured to the shaft with a dowel pin. No fragments appear to have been generated as the two handle pieces when put back together show no gaps/voids. Whether this complaint can be replicated is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The relevant drawings were reviewed during this investigation. No product design issues or discrepancies were observed. The complaint condition is most likely due to cumulative wear for this 15+ year old reusable instrument. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.